Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was determined to be a manufacturing issue. The main pcb assembly installed during manufacturing had wrong audio prompt language. The customer received a replacement device. The customer's device is archived by stryker.

Event description:
The customer contacted stryker to report that their device has a wrong primary language. Without appropriate voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will receive replacement device. Stryker will further evaluate the customer¿s device at the product analyses center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device has a wrong primary language. Without appropriate voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.